Manufacturer narrative:
The eversense sensor was removed successfully during the second removal attempt.

Event description:
On april 27, 2019, senseonics was made aware of an instance where the physician could not remove the eversense sensor on the first attempt. The patient was asked to revisit the healthcare facility for a second removal attempt.